Event description:
After placement, a pinhole was noted 6 cm from the hub on the 23g lumen, after pt complained of burning in the arm. The catheter was removed.

Manufacturer narrative:
Product implicated is a 4 french dual lumen catheter. Returned for evaluation is the catheter only. Lot history review indicates no related component or mfg issues and no product complaints of similar nature. The 20 gauge lumen was pressurized with a 6cc syringe and colored water by occluding the distal end with a padded clamp. The catheter leas 10.8cm distal to the hub tubing joint. Under 50x magnification, the leak is a small s-shape. The slit inner surfaces are granular and jagged. There are no crows feed at the corners of the slit. The tubing does not appear to have been cut. These signs indicate a burst type failure due to over pressurization of the lumen. The 23 gauge lumen was pressurized with a 6cc syringe and colored water by occluding the distal end of the catheter with a padded clamp. No leaks were detected. This was repeated for verification and the catheter lumen could not be made to leak. The complaint is confirmed, as the catheter leaks should be reported as user-related due to burst failure caused by over pressurization.